Event description:
Patient experiencing constant pain and trouble with his bowels since being implanted in 2004.

Manufacturer narrative:
No product returned for eval. Therefore, no conclusion can be drawn.